Event description:
The surgeon plugged in the novasure hand piece, input the measurements and pushed the foot pedal to activate the assessment. The assessment indicator noise was beeping, but the assessment was not occurring. The surgeon then checked the connection, and found that the co2 cartridge was attached and turned to 'open with pressure'. Doctor attempted to assess again with no results. Another hand piece was retrieved, attached and assessment then functioned properly, as intended. Doctor proceeded and finished the case.